Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6). Was performed from the date of manufacture, 06-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 cubies did not show up on bus. A field service engineer (fse) removed the row boards to check for any foreign objects, confirmed none were present, and inspected the back panel lights. Initially fse replaced the controller board and the t-card, but the issue persisted. Fse then replaced the entire drawer with a new half-height cubie drawer, after which the drawer was detected on the bus and fully recovered and customer tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 1.2 multiple pockets were failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.